Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
Additional information received and does not indicate the patient expired. However, the initial report of death cannot be ruled out. Request for clarification, circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-13897 and 1225714-2014-13898.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.